Manufacturer narrative:
Discussed incident with female pt and with caregiver. Female pt has had some hair grow back but not complete. She is on medications that have had implications in hair loss, but is rare. Female pt is seeking financial compensation but has not filed a lawsuit against us or against the caregiver.

Event description:
Patient had sleep study done at (B)(6) by technologist on (B)(6), 2009. After sleep study and at home, patient washed her hair and later noticed where electrodes were placed, she had hair loss. This occurred in two electrodes sites at the back of the head. Female pt went to a dermatologist on (B)(6) 2009 and has received steroid shots to stimulate hair growth. This has been met with some success.